Manufacturer narrative:
Concomitant medical products: date of event is estimated.the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12856. Related manufacturer reference number: 3006705815-2019-04481. It was reported the patient's scs system was not providing adequate therapy. Reprogramming was attempted several times without success. As a result, the scs system was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.